Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty to advance and remove the guide wire from a balloon catheter were unable to be confirmed as the guide wire was able to advance and retract without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Factors that may contribute to the inability to advance/position the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, anatomical conditions, device support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, condition of balloon catheter, coagulation of blood and/or procedural contaminates. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty to advance and remove. However, the noted damages to the coils and teflon appear to be related to operational circumstances of the procedure and likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified balloon catheter was being backloaded on to a 014 whisper ls guide wire; however, they became stuck. The balloon catheter and guide wire had to be removed as a unit. The procedure was successfully completed with a new whisper ls guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.